Event description:
According to the reporter, during a procedure, the handpiece's jaw wire was cut completely of one hand instrument and in the other handpiece the insulation fell apart or got removed. The insulation did not melt. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.